Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascps0155 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle of power lock was accessed to the port body of power-port and medication was administered on (B)(6) 2019. Because the medicine was difficult to infuse, the contrasut examination was performed after completion fo the medication. However, there was no leakage nor damage found by CT. After the flushing, medication had not done for six days though the needle was left to access to the port body. It was further reported that when flush was conducted before starting medication on (B)(6) 2019, the leakage was found near the connection between the hub of the needle and the syringe. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 19 g x 0.75 in. Powerloc with a y-site was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the luer connector hub. A microscopic observation revealed a large, straight, longitudinal crack in the luer connector hub. The crack was observed to begin at the proximal end of the hub and extend into the wing of the hub.while the exact cause of the crack in the luer connector hub is unknown, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer hub and over-tightening of the connector. A lot history review (lhr) of ascps0155 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle of power lock was accessed to the port body of powerport and medication was administered on (B)(6) 2019. Because the medicine was difficult to infuse, the contrasut examination was performed after completion fo the medication. However, there was no leakage nor damage found by CT. After the flushing, medication had not done for six days though the needle was left to access to the port body. It was further reported that when flush was conducted before starting medication on (B)(6) 2019, the leakage was found near the connection between the hub of the needle and the sylinge. There was no reported patient injury.